Event description:
Country of complaint: (B)(6). When customer opened package, it was noted that there was a thread with the needle missing.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.